Event description:
Reportedly, on fu visit on the 2/11/2021, after the pacemaker interrogation the battery status was: 96min-1, 2.41kohm, rrt 80 min-1, longevity: min 14 months and estimated 1 year and 8 months. At the last device interrogation on the (B)(4) 2022, the rrt has been reached. Device was explanted on (B)(6) 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Data files analysis files dated of 19 october 2022 analysis showed that the device reached the recommended replacement time (rrt). Since not all of the historical follow-up data was provided, no estimation of the overall longevity could be performed. Summary of laboratory tests - upon reception, the returned device was interrogated and found operating in vvi mode, 70min-1, ventricular channel was with 2.5v amplitude, and 0.35ms pacing pulse width; as expected when the rrt is reached. The device was then reprogrammed in ddd mode, pacing pulses were delivered appropriately in a and v channels. Normal sensitivity was measured also in both channels. Then the device was opened to have direct access to internal components: o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; current consumption of the hybrid electronic module was normal; o the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). Based on available data, no issue is suspected with the subject device. This complaint has been recorded for trending purposes.